Event description:
It was reported that svc to can impedance had decreased and svc to rv impedance had increased.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found that the outer insulation and the svc cable insulation were abraded open due to friction with the ICD can. The is-1 outer insulation was abraded and internal abrasions were noted on the outer insulation.